Manufacturer narrative:
(B)(4). Insulin pump received with intermittent button response due to flattened (escape and act) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart alarm error test, rewind, basic occlusion, occlusion, prime, compromised force sensor system and excessive no delivery alarm due to buttons not responding.

Event description:
The customer reported via call that the insulin pump had no delivery alarm during manual prime. Customer¿s blood glucose level was 287 mg/dl at the time of incident. Troubleshooting was performed for no delivery alarm. Customer stated that insulin exit. Advise to revert to backup plan. The insulin pump will be returned for the analysis.